Event description:
In 2006, a gore tag thoracic endoprosthesis was successfully implanted. Postoperatively, the patient never regained consciousness and computed tomography scan revealed small emboli in all major arteries including the common carotid arteries, vertebral arteries, visceral arteries, and renal aeteries. The patient expired on five days later from a cerebrovascular accident. The physician believes either the advancement of a meier guidewire outside of a catheter or the use of a gore tri-lobe balloon catheter resulted in formation of the emboli.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results- the review of the mfg paperwork verified that this lot met all pre-release specifications.